Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Reference manufacturer numbers: 3006705815-2020-00226, 3006705815-2020-00228. It was reported that the patient underwent surgical intervention wherein the scs ipg and one scs lead were explanted and replaced. Further information is pending. Note: since it is not known which lead was explanted and replaced, both leads are being reported on.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the leads were replaced due to device migration. Effective therapy has been restored.